Event description:
A healthcare worker experienced a burning ksensation with whitening of the skin of her left palm while removing items after a completed cycle. The worker did not seek medical attention and did not self-treat the affected area. The burning sensatilor resolved in three days.